Manufacturer narrative:
Device was set to proper time and date. Device was monitored and no unexpected time change noted during testing. Device functioning properly. No unexpected time change noted. Device received with cracked belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were losing the time on insulin pump. . The customer¿s blood glucose level was 112 mg/dl. Customer stated that the loss was greater than 1 minute per week and greater than 4 minutes per month. Customer also stated that the insulin pump had cosmetic damaged. The customer was advised to discontinue use of the insulin pump and revert to backup plan per. The device will be returned for analysis.